Event description:
It was reported that during a total hip procedure performed on (B)(6) 2012 when the acetabular shell was impacted, three of the screw hole plugs fell out of the shell into the joint space. All three plugs were recovered immediately and the cup was successfully implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Of the eight (8) units released for this manufacturing lot, a total of five (5) units have been invoiced as implanted with no additional issues reported.